Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and nerve stimulation. It was further reported that the right atrial (ra) lead dislodged and was pulled back into the subclavian. The ra lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.